Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the damaged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone17.2 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found to be broken. Insulin leakage was also noted from the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path components found a tear on the exposed portion of the soft cannula. Fluid was observed to leak from the torn portion of the external soft cannula. The timing and cause of the soft cannula damage could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported events. Cracks were observed in the top and bottom housing of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.